Event description:
It was reported by the (B)(4) study team that the left ventricular lead failed to capture intermittently. It was also reported that the lead dislodged. The physician was not successful in repositioning the lead so the lead was explanted. The device was reprogrammed to ddd rv. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.